Event description:
The end user alleges, she was in a full tile position in the unit when the unit fell backwards. The end user sustained some bruising and was initially hospitalized, but has since been released.

Manufacturer narrative:
Eval anticipated, but not yet begun. A f/u report will be submitted upon completion of investigation.